Manufacturer narrative:
(B)(4). Event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. However, the bone fracture can be attributed to the patient fall. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends; not returned to manufacturer.

Event description:
It was reported a patient underwent initial total hip arthroplasty. Patient presented with significant pain after falling. Patient had sustained an inferior ramus fracture and sacral fracture on the right. The fracture was treated conservatively.